Event description:
It was reported that unable to get catheter out of package in sterile manner. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.